Manufacturer narrative:
Facility name: social welfare corporation onshi foundation saiseikai branch kanagawa prefectural saiseikai yokohama city nanbu hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented no images. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to the repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: as a result of checking the appearance of the cp board, we confirmed that there was a mark of liquid adhered and the part shorted out. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.